Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's stimulation coverage was not optimal. Surgical intervention was undertaken to add a second lead to the scs system, however, the physician was unable to place the additional lead (reference MFR report 1627487-2015-12489).